Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure a shaft break occurred. While pulling the 3.00x20mm taxus liberte drug eluting stent from the hoop, the shaft broke in half. This occurred outside of the pt. The pt status is ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.